Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7146437/7122344.

Event description:
It was reported that the patients implantable pulse generator (ipg) and lead incision sites were not healing and infection was noted. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure and was placed on antibiotics. The patient was doing well postoperatively. All device components were removed and discarded by the medical facility.